Manufacturer narrative:
Batch review performed on 15 april 2024. Lot 2248235: (B)(4) items manufactured and released on 15-jun-2023. Expiration date: 2028-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director. Revision 3 weeks from the partial hip arthroplasty. The bipolar head dislocated from the acetabulum. The surgeon found all components stable even when he reduced intraoperatively. Then, he revised the femoral head to a xxl and a new 47mm bipolar head. Luxation is a possible literature described adverse event and it may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Event description:
At 3 weeks from the primary, the patient came in reporting pain due to a dislocation of the bipolar head from the acetabulum. The surgeon found all components stable even when he reduced intraoperatively. He revised the femoral head to a xxl and a new 47mm bipolar head. The surgery was completed successfully.